Manufacturer narrative:
The device was returned to the manufacturer intact and functional; no evidence of device failure.

Event description:
Patient diagnosed with non-specific systemic illness and had devices removed. This report represents the right side device.